Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign objects in the air/water tube and air/water cylinder, plastic distal end cover had residual liquid, and discoloration inside the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field: h3, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. For the events involving foreign material in air/water cylinder, foreign material in air/water channel, and foreign material on plastic distal end cover (c-cover), there was no deformation to the area where the foreign material was detected. However, it could not be confirmed whether there was a deviation from the instructions for use reprocessing steps. Therefore, the cause of the material remaining in the device could not be determined. Whereas, for the event stain inside the light guide lens, it is presumed that the light guide lens glue peeled off by physical stress caused by hitting/dropping the distal end, chemical stress from chemical solutions used, or the like. Subsequently, humidity invaded the lg-lens and caused corrosion. However, a definitive root cause could not be determined. For the events foreign material in air/water cylinder, foreign material in air/water channel, and foreign material in plastic distal end cover the instruction manual states the detection method associated with the event in "evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection", and preventative measures in "evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories)". For the event stain inside the light guide lens the instruction manual states the detection method associated with the event in "evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection". Olympus will continue to monitor field performance for this device.